Event description:
A nurse manager reported that a system received a system message and a vitreous cutter did not cut during a procedure. The procedure was completed with the same equipment after rebooting. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).